Event description:
It was reported that this pacemaker exhibited right ventricular (rv) high capture threshold, the health care professional (hcp) noted non sustained ventricular tachycardia episode with oversensing of rv lead noise. The r wave amplitude dropped significantly. Technical services (ts) was consulted, recommended increasing rv output to max and continuing to monitor, there were also stored inappropriate atrial tachy response (atr) episodes due to farfield oversensing of ventricular signals in the atrial channel. Ts recommended possible reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.